Event description:
The customer reported that some of their dual hemo pods stop working and are providing inaccurate information. The customer stated that there is water/blood ingress into the pods for some of the pods. The customer reported that they have to go through multiple dual hemo pods to find a working one. Additional information received from the customer stated that there have been >10 instances where treatment has been delayed as we need to replace the dual hemo as it is not working. The customer confirmed that there had not been any patient injury reported, and that there has not been a delay in anesthesia or emergency treatment. The customer stated that in most of these instances, the patient is already under anesthesia. There has been no reported adverse patient impact.

Manufacturer narrative:
The customer disposed of most of their affected hemo pods after they were taken out of use. The customer also noted that when the hospital technicians assembled new hemo pods in the past, the gaskets have fallen out and have gone missing, which allowed for fluid ingress. Draeger service was not involved in the installation or maintenance of the hemo pods at this hospital. On of the affected dual hemo pods was returned to draeger for further inspection (serial number: (B)(6)). Draeger engineering visually inspected this device and found discolored areas that appeared to have been caused by fluid ingress. They also observed that the red gasket and white silicone which seal the pod, were present and in place as expected. However, it was observed that only one of the sets of silicone inserts was present and the housing was cracked around the screw ports. These silicone components, ms32223 and ms32224, consist of two parts that pair together and should both be present in the device to create a complete seal. Since this device was missing one part of each gasket, it was likely that liquid ingress occurred during installation. Additionally, the incomplete seal created an uneven clamping force when the screws were torqued during cable installation, which contributed to the housing cracks that were observed. Draeger engineering performed device testing with a simulator and no errors were found. No errors during device testing would be expected as the device can return to normal operation if none of the circuits were exposed to the fluid ingress. The dual hemo pod device records were reviewed, and it was confirmed that the device passed the spillage test. It was confirmed that the customer used the device with baxter edward cables, as supplied with the device when it was delivered to the customer. In conclusion, the root cause of the dual hemo pod fluid ingress confirmed to be due to the missing gaskets. The missing gaskets also led to the additional findings of the cracked housing.

Event description:
The customer reported that some of their dual hemo pods stop working and are providing inaccurate information. The customer stated that there is water/blood ingress into the pods for some of the pods. The customer reported that they have to go through multiple dual hemo pods to find a working one. Additional information received from the customer stated that there have been >10 instances where treatment has been delayed as we need to replace the dual hemo as it is not working. The customer confirmed that there had not been any patient injury reported, and that there has not been a delay in anesthesia or emergency treatment. The customer stated that in most of these instances, the patient is already under anesthesia. There has been no reported adverse patient impact.